Manufacturer narrative:
Findings: pump received with blank display due to corroded battery cap contact. Pump was tested with a good battery cap. Also received normal operating currents. No blank display during testing. No damage found on the c13/lcd isolation tape noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No cracks on lcd window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated there is crack from reservoir compartment to screen and into the screen. The customer was screwing in reservoir and heart a pop. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.